Event description:
It was reported that the right ventricular lead had a history of high capture thresholds. During lead revision, an insulation anomaly was observed on the lead. The lead was explanted and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
(B)(4).